Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient could not communicate with the ins using the controller. The patient attempted three passive recharges, and after 10 minutes of passive recharge, the controller turns off and the patient is unable to connect to the ins. No symptoms or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep met with the patient and was able to get their device/therapy working again. No symptoms or complications were reported.